Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive one step button initial placement gastrostomy kit was used in percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when passing the one step button, it had detached. The procedure was completed with a new endovive one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive one step button initial placement gastrostomy kit was used in percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2018. According to the complainant, during the procedure, when passing the one step button, it had detached. The procedure was completed with a new endovive one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 2907 captures the reportable event of one step button detached. Block h10: visual examination of the returned unit revealed that the body of the button was broken, and the broken section was not returned for analysis. The broken area was irregular. No foreign materials, air bubbles, voids were identified in the broken area indicating the material was formed properly. The complaint was consistent with the reported event of detached one step button. Based on the information available and the analysis performed, the investigation conclusion code for the complaint will be documented as cause traced to component failure since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 09:44 pm CT. The report number is being corrected from: 3005099803-2018-62124 to: 3005099803-2018-60195. This report is follow-up # 1.

Event description:
A report was received that following an implant procedure, the patient was having loss of stimulation. It was confirmed via x-ray that the patients lead had migrated. The patient underwent a revision procedure wherein the lead was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:13 pm CT. The report number is being corrected from: 3006630150-2018-62377 to: 3005099803-2018-60195.